Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump received no delivery and bad battery alarms. The customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer¿s current blood glucose level was 100 mg/dl. The customer was treated with syringes humalog for high blood glucose level. The customer reported that the drive support cap was normal and there were no air bubbles in the tubing. The insulin pump will not be returned for analysis.